Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Prior to the peritonitis event, the pt had a percutaneous endoscopic gastrostomy (peg) tube placed. The cause of peritonitis was not reported. Treatment, lab results and outcome were not reported. Additional information was requested but was not available.